Event description:
Pulmonetic systems, inc. Received a call from a representative of the facility. The representative reported the following event: ventilator went down without alarm. Incident occurred in patient's home. Settings were "vt" 85, rate 16, no oxygen, prn as needed.